Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for fracture of the proximal end of the left humerus on proximal left humerus with the multiloc screw in question. During surgery, the surgeon tried to insert the multiloc screw into the d hole, however it was unable to insert properly. The product was removed once and tried to re-insert, however the front cortex was cracked, or the gliding hole was made caused by the in corrected insertion and originally drilled hole. Therefore, the surgeon decided to insert other screw in the c hole, instead of the d hole as it was planned. The surgery was completed successfully without any surgical delay. No further information is available.